Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheters safety system had the safety mechanism fail. The following information was provided by the initial reporter: "needle not locking within safety lock mechanism. Safety engineered medical devise failure resulted in needle being exposed post use. "

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheters safety system had the safety mechanism fail. The following information was provided by the initial reporter: "needle not locking within safety lock mechanism. Safety engineered medical devise failure resulted in needle being exposed post use."

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.